Event description:
Csr found the right ucm head up would not work, found siderail had signs of past fluid egress (contamination) that had dried on the right ucm board, no injury or incident reported. Csr replaced the right ucm board to resolve this issue.